Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 220 mg/dl and hi (greater than 600 mg/dl). Customer took a double dose of actos and metformin as a result of the hi reading. No adverse event reported. Customer stored strips outside of the vial every day. Requested return of suspect device; however, all the strips have been used. Replacement was sent.